Event description:
The initial reporter alleged discrepant reactive results for two patient samples tested with the elecsys hiv combi pt assay on the cobas e 411 analyzer. The patient was pregnant. The initial results for the elecsys hiv combi pt assay were as follows: on (B)(6) 2019, the samples yielded reactive results with cutoff index (coi) values of 2.24 and 2.18, respectively. On (B)(6) 2020, the samples yielded a reactive result with a coi value of 2.41. Subsequent testing of the same samples was performed using the elecsys hiv duo assay at a partner laboratory on (B)(6) 2020. The elecsys hiv duo results were non-reactive, with coi values of 0.0852 for hiv-1 antibodies and 0.244 for hiv antigen. Additionally, polymerase chain reaction (pcr) rna testing was performed, and the results were negative.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay produced false reactive results for the two patient samples in question. Verification testing confirmed the customer¿s initial results, with reactive cutoff index (coi) values of 2.33 and 2.26 for the two samples. Further analysis using the elecsys hiv antigen confirmatory test demonstrated that the samples were false reactive for hiv antigen, which led to the false reactive results in the elecsys hiv combi pt assay. Calibration data for the analyzer indicated that the signals for calibrator 1 and calibrator 2 were within expected ranges. The root cause of the false reactive results was attributed to reactivity with the monoclonal antibodies of the hiv antigen detection module used in the elecsys hiv combi pt assay. The device remains in operation at the customer site.